Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call they were hospitalized due to hyperglycemia with a blood glucose value of 440 mg/dl on (B)(6)2022 & also received a positive ketones test. The customer reported confusion, flu, altered vision, and vomiting at the time of hospitalization. The customer treated high blood glucose by intravenous insulin drip in the hospital. The customer was using the insulin pump system within 48 hours of the reported high blood glucose event and auto mode feature was active at the time of the event. The customer also reported the difference between the sensor glucose value and the blood glucose value, but the insulin delivery was not suspended due to the difference. It was also reported by the customer that the insulin pump had a blank display and possible site occlusion on the reservoir and the infusion set. Troubleshooting was performed for the blank display and found that the battery cap contacts were damaged on the insulin pump. Troubleshooting was performed for the occluded reservoir and infusion set and the issue was resolved by complete set change. The customer will discontinue the use of the insulin pump until receives a replacement battery cap. The insulin pump will not be returned for analysis.

Event description:
Customer reported that they were hospitalized in (B)(6) 2022 for experiencing hyperglycemia and diabetic ketoacidosis. Blood glucose level at the time of the hospitalization was 319 mg/dl. Customer was also treated with insulin pump. Insulin pump also received insulin flow block alarm. Issue was resolved by complete set change.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.